Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the ring electrode of the right ventricular lead. The lead also had a possible fracture and was explanted and replaced. No patient complications have been reported as a result of this event.